Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic low anterior resection (lar). According to the rptr: as nurse loaded the wrong sulu: (B)(4). The dr used w/o noticing that mistake. Then the anvil got bent and he could not squeeze the handle and the device stopped the firing in the middle. Tried to remove sulu and device but he could not; the reload could not be removed from the handle. New sulu and device were opened. It is unk if the operating time was extended. There was add'l tissue resection related to this event. The reason for the add'l tissue resection is not known, however, it was reported that there was no problem in release of the device from tissue. It is unk if reinforcement material was used.